Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis and a blood glucose (bg) level that was high, however, a specific value was not provided. The customer was treated with insulin therapy. Reportedly, the insulin gauge was inaccurate. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.